Event description:
The manufacturer received information alleging water evaporates too soon, sometimes oily rust color debris by filter and in water, particles in tubing/chamber, related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 17, 2024, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging water evaporates too soon, sometimes oily rust color debris by filter and in water, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust like contamination on the top enclosure, unknown grey dust like contamination on the iso port, unknown brown contamination on the top enclosure, ui panel, rear panel blower box, blower and air inlet. They observed insect infestation in the bottom enclosure and in the blower box. The blower was broken in multiple pieces and had grey contamination in it. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Section h6 has been updated in this report.